Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d2a: common device name; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to pocket erosion and infection. Reportedly, the patient was given multiple doses of antibiotics to try and maintain crt-p integrity. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to pocket erosion and infection. Reportedly, the patient was given multiple doses of antibiotics to try and maintain crt-p integrity. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The crt-p was explanted.